Manufacturer narrative:
The na, k, and cl electrodes' lot numbers and expiration dates were not provided. Qc was within the assigned ranges. The field service engineer found that the vacuum tube was punctured and the electrodes were aged. He replaced the vacuum nozzle and its tube and the 2 aged electrodes. The root cause was due to a punctured vacuum tube and aged electrodes. The service actions (replacing the vacuum nozzle and its tube and the 2 aged electrodes) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation of questionable ise results for 2 patients' samples tested on a cobas 8000 cobas ise module when compared to 2 different ise modules. Results for the following tests were affected: sodium (na), potassium (k) and chloride (cl). Sample 1 (patient 1): na: initial result: 113.9 mmol/l. Repeat result: 135.2 mmol/l (tested on a 2 different ise modules). Cl: initial result: 121.7 mmol/l. Repeat result: 101.6 mmol/l (tested on a 2 different ise modules). Sample 2 (patient 2) was tested on (B)(6) 2024: na: initial result: 185 mmol/l. Repeat result: 141.3 mmol/l (tested on a 2 different ise modules). K: initial result: 5.79 mmol/l. Repeat result: 4.46 mmol/l (tested on a 2 different ise modules). Cl: initial result: 147 mmol/l. Repeat result: 107.3 mmol/l (tested on a 2 different ise modules). The customer questioned the initial results and repeated the samples. No questionable results were reported outside the laboratory. The repeat results were deemed to be correct.